Manufacturer narrative:
It was reported that the patient was placed under general anaesthesia, in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. This report is submitted on 26 august 2020.

Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the mother, the patient experienced skin overgrowth around the abutment resulting in an infection that has been treated with a topical antibiotic.